Manufacturer narrative:
Laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficult: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenonomen in its instructions for use for all stat iabs.

Event description:
Patient's current status: o.k. - rpt'd 10/18/96.